Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a magnetic resistant adjustable valve. It was reported that the doctor, after multiple attempts, could not change the setting of the valve. The doctor elected to revise the patient and put a new valve in on (B)(6) 2026. The valve was originally implanted in (B)(6) 2026. It was noted that after the device was explanted, they were able to change the setting. The patient's status at the time of the report was alive-no injury.